Event description:
Approximately two months after placement of an anterior cervical plate at the c3-t1 spine levels, one of the superior screws was noted to have loosened by a few millimeters, resulting in c3-c4 listhesis. The issue was noted on (B)(6) 2013, but the surgeon is satisfied with the stability of the construct and fusion progression. No revision surgery is planned at this time.

Manufacturer narrative:
(B)(4). The product remains in-situ and is unavailable for evaluation. Investigation of similar complaints determined the failure mode to most frequently be associated with excessive screw angulation or interbody subsidence resulting in screw angulation post-operatively. No additional evaluation can be made at this time. Should additional relevant information be obtained, a follow-up report will be filed. Review of labeling notes: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..."